Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cusa clarity console (c7000) had a system error message during a hepatectomy surgery. It was rebooted but it could not be used so a cusa excel was used to complete the surgery. There was no patient injury; however, there was surgical delay of more than 30 minutes.

Manufacturer narrative:
The cusa clarity console (c7000) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the unit confirmed the complaint: the device displayed system error code. Root cause - the root cause is confirmed as system error. Corrective and preventative action (CAPA) has been raised to investigate "error code displayed on clarity console" and is pending corrective action, if necessary. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.